Event description:
Date: (B)(6) 2014 - it was reported that a glidepath dialysis catheter tip allegedly perforated the svc wall during placement and have to have emergency surgery.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyg2259 showed no other similar product complaint(s) from these lot numbers.